Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was hospitalized more than a year ago and was diagnosed with chronic kidney disease stage 5. The patient was discharged after catheterization on (B)(6)2023. The patient was currently receiving regular hemodialysis treatment at the other hospital with dialysis on mondays, wednesdays and fridays, ultrafiltration volume of 700-1200 ml and basically no urine. During hemodialysis, the patient was found to have a 5mm long crack in white rubber near the luer connector in the arterial site of the long-term hemodialysis catheter of the right internal jugular vein. There was nothing unusual observed on the device prior to use. There was no leak and tego was not utilized. Flushing was done prior to use with normal results. Chlorhexidine solution and chlorhexyl gluconate were the cleaning agents used on the device. There were no other products being utilized with the device. There was no excessive force used on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. In order to seek further diagnosis and treatment, the patient came to the outpatient clinic. The outpatient clinic intended to admit the patient to the hospital for mechanical complications of the vascular dialysis catheter. On (B)(6),2024, surgery was performed to replace the long-term hemodialysis catheter as a remedial action with the same ID. The patient was hospitalized for three days. There was no additional medical intervention done other than replacing the catheter. There was no blood loss, and blood transfusion was not required due to the event. The patient was stable right after the event.

Event description:
According to the reporter, the patient was hospitalized more than a year ago and was diagnosed with chronic kidney disease stage 5. The patient was discharged after catheterization on (B)(6) 2023. The patient was currently receiving regular hemodialysis treatment at the other hospital, with dialysis on mondays, wednesdays, and fridays, ultrafiltration volume of 700-1200 ml, and basically no urine. During hemodialysis, the patient was found to have a 5mm long crack (white rubber) near the luer connector in the arterial site of the long-term hemodialysis catheter of the right internal jugular vein. It was also stated that there was a leak and luer adapter issue. There was nothing unusual observed on the device prior to use. There was no leak and tego was not utilized. Flushing was done prior to use with normal results. Chlorhexidine solution and chlorhexyl gluconate were the cleaning agents used on the device. There were no other products being utilized with the device. There was no excessive force used on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event . In order to seek further diagnosis and treatment, the patient came to the outpatient clinic. The outpatient clinic intended to admit the patient to the hospital for mechanical complications of the vascular dialysis catheter. On (B)(6) 2024, surgery was performed to replace the long-term hemodialysis catheter as a remedial action with the same ID. The patient was hospitalized for three days. There was no additional medical intervention done other than replacing the catheter. There was no blood loss, and blood transfusion was not required due to the event.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was hospitalized more than a year ago and was diagnosed with chronic kidney disease stage 5. The patient was discharged after catheterization on (B)(6) 2023. The patient was currently receiving regular hemodialysis treatment at (B)(6) hospital, with dialysis on mondays, wednesdays and fridays, ultrafiltration volume of 700-1200ml, and basically no urine. During hemodialysis yesterday, the patient was found to have a 5mm long crack in the long-term hemodialysis catheter of the right internal jugular vein. In order to seek further diagnosis and treatment, the patient came to outpatient clinic today. The outpatient clinic intended to admit the patient to the hospital for mechanical complications of vascular dialysis catheter. On (B)(6) 2024, surgery was performed to replace the long-term hemodialysis catheter.

Manufacturer narrative:
Additional information: a4, b5, d6a, d6b, e1, e2, e3, e4, g3, h6 (fdm) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was hospitalized more than a year ago and was diagnosed with chronic kidney disease stage 5. The patient was discharged after catheterization on (B)(6) 2023. The patient was currently receiving regular hemodialysis treatment at (B)(6), with dialysis on mondays, wednesdays, and fridays, ultrafiltration volume of 700-1200 ml, and basically no urine. During hemodialysis yesterday, the patient was found to have a 5mm long crack in the long-term hemodialysis catheter of the right internal jugular vein. It was also stated that there was a leak and luer adapter issue. There was nothing unusual observed on the device prior to use. Tego was not utilized. Flushing was done prior to use with normal results. Chlorhexidine solution and chlorhexyl gluconate were the cleaning agents used on the device. There were no other products being utilized with the device. There was no excessive force used on the device. In order to seek further diagnosis and treatment, the patient came to the outpatient clinic. The outpatient clinic intended to admit the patient to the hospital for mechanical complications of the vascular dialysis catheter. On 2024-12-13, surgery was performed to replace the long-term hemodialysis catheter as a remedial action with the same ID. The patient was hospitalized for three days. There was no additional medical intervention done other than replacing the catheter. There was no blood loss, and blood transfusion was not required due to the event.

Event description:
According to the reporter, the patient was hospitalized more than a year ago and was diagnosed with chronic kidney disease stage 5. The patient was discharged after catheterization on (B)(6) 2023. The patient was currently receiving regular hemodialysis treatment at the other hospital, with dialysis on mondays, wednesdays, and fridays, ultrafiltration volume of 700-1200 ml, and basically no urine. During hemodialysis, the patient was found to have a 5mm long crack in white rubber near the luer connector in the arterial site of the long-term hemodialysis catheter of the right internal jugular vein. There was nothing unusual observed on the device prior to use. There was no leak and tego was not utilized. Flushing was done prior to use with normal results. Chlorhexidine solution and chlorhexyl gluconate were the cleaning agents used on the device. There were no other products being utilized with the device. There was no excessive force used on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. In order to seek further diagnosis and treatment, the patient came to the outpatient clinic. The outpatient clinic intended to admit the patient to the hospital for mechanical complications of the vascular dialysis catheter. On (B)(6) 2024, surgery was performed to replace the long-term hemodialysis catheter as a remedial action with the same ID. The patient was hospitalized for three days. There was no additional medical intervention done other than replacing the catheter. There was n o blood loss, and blood transfusion was not required due to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.